Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. Impella in aorta alarm occurred. The impella was advanced under echocardiogram. The patient continued on support until successful weaning/removal.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.